Event description:
Patient was attempting to stand up to get out of her bed, and "scooted" to the edge of the bed to where her feet were hanging over the side of the bed. Her feet were slightly off of the ground, and she stated all of a sudden while she was sitting on the edge of the bed, she felt like she was falling, and the bed actually rolled fully onto its side. When she stood up, it was still on its side, and had to be placed down to be on all four wheels again. The patient was a little sore, but otherwise unharmed. Another patient had CPR performed on them on that very bed a few days before. We are unsure if this had a hand in this incident.